Event description:
It was reported that the surgeon performed an anterior lumbar interbody fusion with a synfix device. During the process, the surgeon was trying to advance the implant coupling through the guide. It cross threaded in the plate and eventually the tip broke off. The surgeon was able to successfully complete the procedure, and was able to extract the broken tip. No instruments remain in the patient and there was no patient injury. There was a 20 minute delay in completing the procedure. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the device was received with a broken tip, and a darkened knob. The threads of the broken tip have damage to them as well as marks near the threads. Nemcomed manufactured the implant coupling. Due to an unknown cause, implant coupling has a broken tip. The material of the shaft was determined to be within specification as well as the shaft diameter near the tip. Due to the damage to the tip of the instrument, the length of the feature could not be measured. The hardness could not be obtained due to the small diameter of the shaft. The instrument conformed to dimensional specifications at the time of manufacturing. All measurements that could be taken were found to meet specification. Investigation is on-going.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records was performed and showed nemcomed (presently avalign technologies ¿ nemcomed division) manufactured the synfix mini-open implant coupling, p/n 03.802.200, and lot number 6929091. The suppliers certificate of compliance (dated (B)(4) 2012) indicates the parts were manufactured to p/n 03.802.200, revision b and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns014550, revision b, completed (B)(4) 2012. There were no mrrs, ncrs, or complaint related issues with this complaint. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted. The report indicates one synfix mini-open implant coupling (part# 03.802.200) was returned with a complaint category of ¿broke during insertion/removal¿. The synfix-lr mini-open instrument set includes two synfix mini-open implant coupling instruments. This device works in conjunction with the mini-open fixed-handle aiming devices to control the appropriate screw trajectory. The technique offers two methods for guiding screw trajectory. The second method involves an aiming device holder (03.802.031) and sized aiming devices (information provided per synfix-lr system technique guide) the returned device (lot# 6929091) was manufactured on july, 2012 and is 1 year and 3 months old. The received part (03.802.200 lot # 6929091) had a broken tip and the top threads of the broken tip have damage to them. Also, there are thread marks on the distal part of the broken tip indicating the use of a tool to retrieve the broken tip from the plate. The chu engineer reviewed the associated drawings for synfix mini-open implant coupling. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful implant coupling. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint could have been caused by improper technique (use of aiming device in the loosened state, excessive impaction force, and improper manipulation of implant in-situ). Therefore, this complaint is invalid from a design perspective.